Event description:
Reporter alleged blood glucose measured 60 mg/dl back to back with a result of 111 mg/dl when testing was performed last night. It was stated today another result yielded 27 mg/dl back to back with a result of 127 mg/dl. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.